Manufacturer narrative:
Investigation results: the device was not returned. The investigation was based upon historical data analysis and event description. Batch history review: the lot number was not provided and batch history review could not be performed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason: - malfunction (report not later than 30 days). The assessment for the reportability of this malfunction was based on review of the appicable risk analysis. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Update: a revision was not performed.

Event description:
It was reported that there was an issue with the fj969r - apfelbaum odontoid 2.5mm hex driver. According to the complaint description, a piece of the device broke off and remained in situ. A revision surgery was performed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: - adverse event (report not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.